Event description:
It was reported that the customer was hospitalized due to hyperglycemia, with blood glucose levels greater than 500 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. The caller stated that the customer would feel more comfortable with a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The insulin pump had cracked battery tube threads.